Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that death occurred. In (B)(6) 2014 a watchman laa closure device was implanted during a left atrial appendage (laa) closure procedure. It was reported that the patient died on an unknown date. The cause of the death is currently unknown.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the cause of the death was urosepsis recurrence (pct 194 ng/ml, enterococci and e. Coli-3mrgn/esbl) and was unrelated to the watchman implant or laa closure procedure.

Manufacturer narrative:
(B)(4).

Event description:
(B)(6). It was reported that death occurred. In (B)(6) 2014 a watchman laa closure device was implanted during a left atrial appendage (laa) closure procedure. It was reported that the patient died on an unknown date. The cause of the death is currently unknown.

Manufacturer narrative:
(B)(4).

Event description:
(B)(6). It was reported that death occurred. In (B)(6) 2014 a watchman laa closure device was implanted during a left atrial appendage (laa) closure procedure. It was reported that the patient died on an unknown date. The cause of the death is currently unknown.